Manufacturer narrative:
Corrections: occupation - was blank, selected "patient/lay user". (B)(4).

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. Production/operator records review found open spun bond issues that may have caused or contributed to the reported complaint. This complaint is confirmed, however the records demonstrate that quality system procedures were correctly followed. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer wrote recently the product seems to shred apart upon removal, its happened several times and sometimes takes a few days for it to all come out.